Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose reading was 353 mg/dl. No significant events leading to the alarm were observed. Troubleshooting was done for button error. However, customer declined to troubleshoot for high blood glucose levels. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. The insulin pump was also received with minor scratches on lcd window, broken reservoir tube lip, and cracked battery tube threads.